Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that the device was in the pre-deployment state with blood present, indicating insertion into the anatomy. The needles had not been deployed, therefore, the reported needle to cuff miss was not confirmed. To assure that all products perform according to specifications, they are subject to inspection during manufacturing. The needle trajectory of each device is inspected during manufacturing and each finished goods lot is inspected by sampling. The analysis of the returned components found no indication of a product quality problem that would have contributed to the reported cuff miss. Based on the analysis, inspection criteria and the reported information, the cause of the needle to cuff miss could not be determined. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.a follow-up report will be submitted with all additional, relevant information.

Event description:
It was reported that an arteriotomy closure of common femoral artery was attempted using a proglide device after an intervention procedure. Reportedly, after suture deployment and the needle plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using a second proglide device. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The physician is reported to be trained in the use of the proglide device. No additional information was provided.